Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00102. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110a (post) check vent: proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the data acquisition printed circuit board assembly (da pcba) to resolve the reported issue. No other abnormality was confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the da pcba revealed no evidence of damage or contamination. Functional analysis was performed and identified that the device pressure accuracy testing failed. Tech could duplicate proximal pressure failure from the service. The suspect da pcba operates on the standard test bed (stb) without issue or error code. The suspect da pcba failed pressure accuracy testing noted in the service manual (rev t). The reason for the pressure accuracy failure is due to a faulty u6/ pprox pressure sensor. U6/ pprox pressure sensor on da pcba is out of spec and faulty at zero pressure.